Manufacturer narrative:
Submit date: 02/26/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/26/2009 that a customer had an issue with a dialysis catheter. The customer reports that the back end of the adaptors cracked, but they were unable to repair this catheter, so it was pulled and replaced.